Event description:
The customer reported the system had a cine disk not available error and lost cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.